Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was 401 mg/dl and 39 mg/dl at the time of incident and the current blood glucose of the patient was 237 mg/dl. Customer stated the insulin pump had spi to motor pic communication error. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. Customer treated with manual injection. Troubleshooting was performed. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No spi to motor pic communication error alarm noted during test.